Event description:
It was reported that while in the operating room, the md prepped the intra-aortic balloon (iab) per instructions. As soon as the iab was removed from the tray, it began to unwrap. The clinician prepared another iab and completed the insertion.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was returned. There were traces of blood on the exterior surface of the iab. The one-way valve was attached to the lock connector. Super arrow-flex sheath was on the bladder approximately 1cm from the distal tip. Pump tubing was returned. Slide connector & data key were attached to the yellow fiber optix sensor (fos) cable. Fos was light level tested & passed. Sheath was removed from the iab for further evaluation. Bladder & sheath were measured & met all specifications. A vacuum was pulled on the iab & held. A different spring wire guide (swg) was fed thru the central lumen without resistance. Iab was submerged & pressurized in water. No leaks were detected in the iab or bladder. A device history record re-review was conducted on the iab & it met all specifications & passed all in-process testing. The root cause could not be confirmed thru in-house testing. Conclusion: unconfirmed.